Manufacturer narrative:
The event of ipg explant/replacement was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg was explanted and replaced for an unknown reason. Patient declined further outreach.